Event description:
In 2004, an attempt was made to close a pt's atrial septal defect. While trying to deploy the left atrial disc, the 22mm asd device became loose from the delivery cable. A snare catheter was used to retrieve the device without difficulty; however, the pt experienced a transitory (brief) complete av block. Surgical closure of the defect has been postponed at this time. Further information has been requested as to whether any visible anomalies were noted during device prep and what size delivery system was used.